Event description:
It was reported that during implantation of the femoral stem, a femoral fracture occurred adjacent to the distal tip of the device. Add'l surgery with a plate and cable was subsequently required for internal fixation of this fracture.